Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. The high reading was due to a treatment provided to him which will make his blood glucose go up in the next 48 hours from the time it has been administered. The meter of the customer got broken and it was thrown away. He was having a hard time putting his blood glucose on his insulin pump and he needs to do it manually. The customer was assisted with troubleshooting. It was unknown that the customer did used to auto mode feature at the time of event. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed set.